Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter had high blood glucose from bent cannulas. The patient's blood glucose at the time of incident was 529 mg/dl, which the customer treated with an insulin pen. The mother also mentioned that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 236 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal; however, the far right of the sticker looked brown and possibly burnt. The pump was not exposed to an MRI or high magnetic field. The insulin pump alarmed motor position encoder error at one point. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the idle current, run current, self test, off no power, unexpected restart, basic occlusion, prime, no delivery, displacement and rewind tests. The pump gave a motor error alarm during the occlusion test due to a faulty force sensor resistor. No motor position encoder error alarm was noted in the history file. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.